Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that pvi (povidone iodine) leakage was noted in the product (tray) before opening the package.

Manufacturer narrative:
Received sample in open package for evaluation. The evaluation confirmed that the gel leakage had come from the edge of the pvi sachet. The evaluation confirmed the reported event as supplier related. The sample was sent to the supplier to determine the root cause. The origin of the gel leakage was contributed from the process at the supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that pvi (povidone iodine) leakage was noted in the product (tray) before opening the package.